Event description:
It was reported that during a da vinci si prostatectomy procedure the fenestrated bipolar forceps instrument's tips were misaligned. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a .087 offset at the tips, indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.